Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Additional data: b5- the reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -6.5/+1.0/98 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022 as a replacement lens. The patient experienced a low vault. The lens was explanted. Reportedly " after the doctor replaced the crystal in the patient, it was still low arch high, but the doctor decided not to replace the lens again". H6-health effect- impact code: "2199" should be removed and code "4627" should be added. H6- medical device problem code:"2993" should be added. H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of a -6.5/1.0/98 (sphere/cylinder/axis) was implanted as a replacement into the patient's right eye (od) on (B)(6) 2022. The initial lens was exchanged due to low vault without rotation. The problem was not resolved. The cause of the event is unknown. Reportedly, "after the doctor replaced the crystal in the patient, it was still low arch high, but the doctor decided not to replace the lens again."

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).